Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified, moderately tortuous left anterior descending artery (lad). The 2.5x15mm apex balloon was predilating the lesion when it ruptured on the first inflation at 6 atms. The balloon catheter was successfully removed and the procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good".